Manufacturer narrative:
(B)(4). The complaint device was not returned. The receiver data log was provided by the patient and reviewed; however, the complaint cannot be confirmed. A root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.